Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was found in a one link connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation in a sealed blister pack. Visual inspection revealed a hair inside the blister pack on the tube. The reported condition was verified. The cause of the condition was determined to be due the assembly/manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.